Event description:
Patient reported that she experienced an allergic reaction to the tissue marker implanted in her right breast on (B)(6) 2014. Symptoms included sob, anxiety, generalized rash and pain her right breast. Tissue marker was removed in (B)(6) 2015 with symptoms subsiding. Report is submitted at patient's request.